Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since more than 6 years have passed since the said device was manufactured, it is likely that the parts on the board deteriorated over time due to repeated use for a long period of time, and that the patient's board broke down. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the referenced asset unit found the image works intermittently due to a defective patient board. Additionally, the connector unit pin is damaged and the two of the spacers are damaged and missing. The device was repaired to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system was found to have an intermittent image. There was no report of any problems associated with the device and there was no report of patient injury, harm or involvement.